Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon was inflated to 15mm; however, when it was attempted to be reduced to 12mm, it would not reduce into a smaller size. The procedure was completed at this time. No patient complications have been reported as a result of this event.